Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the generator and system. Based on the field evaluation, fse performed system verification and test drive with no trouble found. System in working use with no issues. The fse's service visit did not reveal any issues.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by technical support engineer. Investigation revealed there were no related system errors specifically to the generator have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. System logs for the procedure date of (B)(6) 2023 was performed. The vessel sealer instrument part number 480422-01 instrument (lot# k13230224-0274) was installed 1x and passed homing 1x. There was 24 cut and 30 seal events completed with no errors. Logs do not show any errors. The instrument was used for about 20 min. This event is being reported due to the following conclusion: after a da vinci-assisted hysterectomy surgical procedure, the patient experienced abnormal post-operative bleeding that did not require any medical intervention. The surgeon confirmed there were no intra-operative complications; however, the cause of the reported postoperative bleeding is unknown.

Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the patient experienced abnormal post-operative bleeding. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information. The surgeon reported that there were no intra-operative complications, or any issues with the sealing events during the robotic surgery. A transvaginal ultrasound was conducted when the patient presented to the clinic with no findings and confirmed there was no medical interventions required. The surgeon verified that the vaginal cuff remained intact. He was unable to estimate blood loss. Secondary to the bleeding, the patient missed additional work weeks. The surgeon could not provide a cause for the bleeding; however, he stated he usually does not close the anterior peritoneum and speculated the bleeding may have been retroperitoneal at the apex of the vaginal cuff, which could have leaked. The surgeon was uncertain if the sutures, generator, or surgical technique could have caused or contributed to the postoperative bleeding.